Event description:
It was reported that the right ventricular (rv) lead has chronically high thresholds. It was determined that if the lead was placed from bipolar pacing to unipolar pacing, the impedance was normal, however, the patient experienced pocket stimulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).